Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedure. It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy, bso, and anterior, posterior repair due to stress urinary incontinence and pelvic prolapse.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and a mesh was implanted concurrently with hysterectomy, bso and anterior and posterior repair due to sui and pelvic prolapse.